Event description:
Pt reported moisture in the device's insulin cartridge compartment, and a cracked insulin cartridge. It appeared that glass (from the cartridge) got into the cartridge compartment and the device's piston rod would not advance due to the glass. No error messages were generated by the device. Pt's blood glucose was not affected.